Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Reason for call was patient stated several months ago they didn't think the implant was working right because they barely feel stimulation and their implant use to last a week or so but now implant is dying way before the week. Patient had controller charging; controller was flashing green and controller showed 20% and ins 70%. Agent instructed patient to inspect for damage; no visible damage to recharger. Agent walked patient through adjusting and turning therapy on in different groups and programs. Patient increased stimulation and can now feel stimulation in their back on the right/left side of their body. Agent confirmed no error message/codes on controller screen. Agent confirmed patient recharges implant with excellent quality. Agent asked if there were any falls/trauma and patient confirmed in the past year they fell 4 times. Agent reviewed external equipment are functioning as intended. Agent reviewed device function and recommended patient follow up with hcp if adjusting stimulation does not resolve the issue.